Event description:
It was reported that the patient experienced shocking sensations when turning his head to the left. The patient turned the stimulation down, but then experienced a return of symptoms.